Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she drove off road and paramedics came and treated her at scene. The customer reported having high blood glucose in previous call and nothing had changed. The blood glucose reading was 285mg/dl. The caller stated that she blacked out and is unsure if it was diabetes related. The customer has a follow up with her doctor. The customer stated that her glucose reading the day of the accident was 151mg/dl, but after the accident was 285, then 230 and last 260mg/dl. The customer mentioned that her glucose level was running high due to the incident and anxiety. No further information was provided.